Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction where the adhesive goes. The sensor was inserted at the abdomen on (B)(6) 2017. The reaction was described as a rash. Patient reported that she developed a rash because she accidentally left some adhesive on her skin from the previous sensor and she had sensitive skin. Affected area was treated with a cream prescribed on (B)(6) 2017. The name of the cream is unknown. At the time of contact, patient is normal. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.